Event description:
The customer reported a burning smell and the system is displaying black images. No pt injury was reported.

Manufacturer narrative:
Customer cancelled call, will contact through 3rd party for repair. (B)(4).